Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm for failure analysis investigation. The unit was analyzed and the 319 error was found in the log indicating that the axes controller carriage (acc) was not present on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber assembly was damaged and not aligned in spar relating to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the carriage, replicating the reported event. The usm was then installed onto a test platform where error 319 was found to be failing on the carriage acc.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) reported to the isi technical support engineer (tse) that a 319 error was observed. The tse viewed the system logs and noticed a 319 error on universal surgical manipulator (usm) 3 pointing to the axes controller carriage (acc) board. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the cta stated that the issue was observed during the procedure. The procedure was completed with three usms and one usm was disabled.